Event description:
The customer contacted stryker to report that their device was not providing voice prompts as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device to resolve the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.